Manufacturer narrative:
Unit is being returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
End user mentioned that the her mom is using the f5 on the flight and the o2 level is not sufficient, and her mom would have to use the o2 machine on the flight and called ambulance after landing. She spent few days in hospital for recover. The end user asked for check up, mentioned that the o2 level is only 81,82%